Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit delivered higher pressure than the set value. The issue occurred during set up or inspection for use. There were no reports of patient involvement.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6 an olympus field service engineer (fse) was dispatched to the user facility and the reported failure was not confirmed. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.